Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the final release, the valve dislodged into the left ventricle side. An attempt was made to snare the valve but the paddles on the valve were hard to grasp and was abandoned. The valve was explanted and a surgical valve was implanted uneventfully. Of note, the patient had little calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.